Manufacturer narrative:
As reported in a research article, out of 108 patients studied after implantation with a trifecta valve, 3 required implantation of a pacemaker, 6 had an infected valve, and 3 had the valve explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying an adverse event that may be related to 12 trifecta valves that may be related to stroke, heart block, valve infection, and valve explant. Details are listed in the article, titled "hemodynamic performance and incidence of patient-prosthesis mismatch of small-sized trifecta pericardial aortic valves." Between april 2013 to december 2018, 108 patients in a single (B)(6) institution underwent a aortic valve replacement with a trifecta valve of 23mm or less. The patient pool has an average age of 73 years old with 58.3% of them male. The patients had a medical history of hypertension, hyperlipidemia, diabetes, peripheral vascular disease, chronic dialysis, atrial fibrillation, and stroke. Mid-term results of the study indicated 12 non-valve related death, 3 cases of stroke, 3 cases of pacemaker implantation, 6 cases of valve infection, and 3 cases of valve explant. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.